Event description:
MFR's rep reported after 2 priming boluses and waiting 20 mins after each one, no fluid was seen from the new pump. This extended the procedure time by more than 40 mins. The pump was not implanted, and will be returned to the MFR for analysis. The pt was implanted with a different infusion pump.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not completed at this time of this report. A follow-up report will be sent when the analysis results become available.